Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient underwent an unspecified procedure using rhbmp-2/acs and depuy instrumentation. At an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.